Manufacturer narrative:
(B)(4). The secondary reported event of juggerstitch handle fracture was able to be confirmed. However, the primary failure if resistance in advancing the black button was unable to be confirmed due to the fracture. Visual examination of the returned product identified the front end assembly has fractured secondary to resistance in advancing the black button. The device has been cycled 2 times. The front end and black button are assembled in the correct orientation and there are no signs of flashing on either piece of the juggerstitch. The features of the fracture surface visually align with a bending overload fracture failure. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while getting the second implant (second click down), the junction between the black circle and green handle fractured. The second implant was able to be implanted. A significant tension/force was applied to the instrument, and it was stated that the button was at fault. No adverse event, nothing left in the patient, surgery was completed without any further complications. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.